Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room director reported that a patient experienced a corneal burn during a cataract with intraocular lens implant surgery. The surgeon was in sculpt mode and noticed the handpiece was cutting but no aspirating, the procedure was completed with the same system and tip but with a backup handpiece. The corneal wound was sutured. The surgeon expects that the patient will heal and recover well. Additional information has been requested.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following ¿the customer reported a corneal burn. The surgeon was in sculpting mode and while making his pass he noticed the phaco handpiece (hp) was cutting but not aspirating. The eye shallowed. The surgeon removed hp and changed out tip, but this did not work. The handpiece was switched out with same phaco tip to complete the case. The doctor feels the corneal burn was due to a faulty hp. The wound was sutured. The surgeon feels the patient will heal nicely and recover well. The occlusion bell was heard but ignored. The company sales representative was on site and observed the surgeon on a later date and noticed the occlusion bell tone was down very low. The company sales representative reiterated some surgical techniques and the importance of the occlusion bell. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase¿ the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The company representative stepped the customer through checking the handpiece and system and found no problem. The handpiece passed prime and tune. The occlusion bell was heard but ignored by the doctor. The customer was informed of the importance of the occlusion bell. The handpiece was returned for evaluation. The handpiece was manufactured on november 11, 2011. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on april 30, 2008. Based on qa assessment, the product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. Functional testing was performed on the returned handpiece to test for nonconformity. The handpiece was able to successfully pass the ground resistance test. The handpiece was then connected to a calibrated system in which it was able to prime and tune. A flow test was performed to check if occlusion within the handpiece which also came to no problems observed. A stroke test was performed to check the ultrasound and torsional stroke lengths and both were found to meet specification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).